Manufacturer narrative:
Reference MFR. Report #3004209178-2016-12455 regarding the patient¿s previous implantable neurostimulator.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. The patient had a history of refractory urinary urgency, urinary frequency, urinary retention, and neurogenic bladder. The patient had recently been admitted to the hospital with sepsis due to urinary tract infection. At the time she was noted to be bacteremic with an infected port-a-cath. On (B)(6) 2013,the port was dissected around mobilizing from fibrotic tissue. The port was removed and the tip was sent to culture. There was no pus around the port, no inflammatory changes, and no complications. Estimated blood loss was less than 10 cubic centimeters (cc). The patient had a pre-operative and post-operative diagnosis of chronic nausea and vomiting. The patient had a peripherally inserted central catheter (PICC) line for use and blood cultures had been negative. A port-a-cath was inserted with left cephalic cutdown approach on (B)(6) 2013 due to poor venous access. Estimated blood loss was 5 ml and there were no apparent complications. The patient was transported to recovery in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.